Manufacturer narrative:
No crack at lcd glass. The insulin pump was received with minor scratched display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported of a crack on the led screen of the insulin pump. The customer stated that the crack is diagonally across the screen. The customer stated that it interfered with the reading of the setting on her pump.